Event description:
Pt underwent initial implant 4/10/87. Revision of implant performed on two occasions: 8/28/92 and 1/19/95. Pt continues to have recurring incontinence. Implant-removed and new sphincter in place.